Event description:
Patient contacted dexcom technical support on (B)(4) 2013 to report that she's had, at the sensor insertion site, what appears to be scarring since (B)(6) 2012. Patient is unsure if skin mark is permanent and reports that skin mark seems to be slowly fading. At the time of her call to dexcom technical support, patient reported that she was fine.